Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the laser showed an error which was not resettable.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A health professional reported a shutter error during refractive treatment. There was no harm to the patient and the treatment will be repeated at a later date. Additional information requested.

Manufacturer narrative:
According to the treatment steps in the logfile the error occurred before flap cut. The deeper root cause for the shutter error cannot be determined by reviewing the logfiles. During an onsite visit the fse (field service engineer) was not able to duplicate customer reported event. Fse performed a preventive maintenance and replaced the shutter and control board as a preventive measure. Fse successfully completed system verification to specification. A root cause could not be determined. The manufacturer internal reference number is: (B)(4).